Event description:
It was reported that the patient experienced a fall when the implantable pulse generator (ipg) reached elective replacement indicator (eri). It was further reported that the right ventricular (rv) lead exhibited intermittent undersensing, variable capture and variable r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.